Event description:
Healthcare professional later confirmed baker grade IV, and lipoma.

Event description:
The patient reported for right sider "lump (1 cm wide and 2 cm long) and pain". In addition, healthcare professional later confirmed baker grade IV, and lipoma. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Photo analysis: device photograph(s) for the device related to the reported event of capsular contracture/pain/lump/nodule was reviewed on 03-jan-2023. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Lump/nodule: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified device appears to be intact, with red particles on the surface of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional later confirmed baker grade IV, and lipoma.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture , baker grade unknown.

Event description:
The patient reported for right side "lump (1 cm wide and 2 cm long) and pain". In addition, physician reported capsular contracture, baker grade unknown. The device has been explanted.